Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2001; 6940, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that during a routine battery change procedure the left ventricular lead was lacerated and the insulation was damaged. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).